Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring extended straight from the center of the cannula end, instead of at an angle as usual. They did manually bend the c-ring so that it angled away from the hpii device and used it to complete the case. No delay. There were no pt effects or harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). CAPA: 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula¿.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "2981" to "2976". The device was returned to the factory for evaluation on 04/29/2024. An investigation was conducted on 05/09/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be intact. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000378554 history record review was completed. There was an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.